Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2016 the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 25.27 mm. There was no ivc anatomic anomaly or presence of thrombus noted in the ivc prior to filter placement. Using the left common femoral vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 0 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram reported no ivc anatomic anomaly or thrombus present. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 25.3 mm. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 1.3 degrees in the ap view. There was no extravasation of contrast but filter legs did appear outside the column of contrast after filter placement. On (B)(6) 2016 (225 days post-procedure), the patient reported bilateral lower extremity edema. A CT that same day revealed a caval thrombosis that was indicated to probably be related to the study device. Pt¿s husband refused recommended treatment. No treatment was given. A prior le dvt was reported as a pre-existing condition that may have caused or contributed to this event. The thrombus was noted below the ivc filter. Bilateral pelvic veins also had thrombus. In addition, the site reported a grade 1 interaction with the ivc wall. Filter tilt was reported as 6-<11 degrees. There was no evidence of migration, filter embolization, deformation, or fracture. Analysis has not been received at this time. On (B)(6) 2016: per analysis of CT scan dated (B)(6) 2016, thrombus noted caudal to and within the filter. Thrombus was occluding the ivc, the thrombus was new. There was new thrombus occluding the right and left pelvic veins. Thrombus within the lower extremities was not assessed. There were 10 filter legs with grade 1 interaction with the ivc, 1 leg with grade 2 interaction with the ivc, without hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture site. There was 1 leg with grade 3 interaction with the ivc, the organ affected with the duodenum, without hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture site. Additional information received on 26jan2017: the principal investigator has assessed the adverse event, bilateral pelvic vein dvts, and determined it was probably related to the study device and not related to the study procedure. Patient outcome: the patient remains in the study.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Summary of investigational findings: investigation is based on description of event and review of provided imaging. Imaging review confirms perforation and caval thrombus 255 days after filter placement. The filter was placed with no significant tilt and no immediate perforation. CT scan demonstrated complete thrombosis starting at the level of the filter and extending caudally to at least the level of the common femoral veins. The thrombus was expansile in the clotted segments of the vein with hyper-enhancement of the vein wall ¿ findings which suggest acute thrombosis. In addition to thrombosis, the filter demonstrated interval development of significant tilt (16 deg in reference to the longitudinal axis of ivc) due to altered forces on the filter. Furthermore, due to the tilt, two primary filter legs perforated the ivc wall (one grade 2 and one grade 3). Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2016 the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 25.27 mm. There was no ivc anatomic anomaly or presence of thrombus noted in the ivc prior to filter placement. Using the left common femoral vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 0 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram reported no ivc anatomic anomaly or thrombus present. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 25.3 mm. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 1.3 degrees in the ap view. There was no extravasation of contrast but filter legs did appear outside the column of contrast after filter placement. On (B)(6) 2016 (225 days post-procedure), the patient reported bilateral lower extremity edema. A CT that same day revealed a caval thrombosis that was indicated to probably be related to the study device. Pt¿s husband refused recommended treatment. No treatment was given. A prior le dvt was reported as a pre-existing condition that may have caused or contributed to this event. The thrombus was noted below the ivc filter. Bilateral pelvic veins also had thrombus. In addition, the site reported a grade 1 interaction with the ivc wall. Filter tilt was reported as 6-<11 degrees. There was no evidence of migration, filter embolization, deformation, or fracture. Analysis has not been received at this time. On 27dec2016: per analysis of CT scan dated (B)(6) 2016, thrombus noted caudal to and within the filter. Thrombus was occluding the ivc, the thrombus was new. There was new thrombus occluding the right and left pelvic veins. Thrombus within the lower extremities was not assessed. There were 10 filter legs with grade 1 interaction with the ivc, 1 leg with grade 2 interaction with the ivc, without hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture site. There was 1 leg with grade 3 interaction with the ivc, the organ affected with the duodenum, without hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture site. Additional information received on 26jan2017: the principal investigator has assessed the adverse event, bilateral pelvic vein dvts, and determined it was probably related to the study device and not related to the study procedure. Patient outcome: the patient remains in the study.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2016 the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 25.27 mm. There was no ivc anatomic anomaly or presence of thrombus noted in the ivc prior to filter placement. Using the left common femoral vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 0 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram reported no ivc anatomic anomaly or thrombus present. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 25.3 mm. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 1.3 degrees in the ap view. There was no extravasation of contrast but filter legs did appear outside the column of contrast after filter placement. On (B)(6) 2016 (225 days post-procedure), the patient reported bilateral lower extremity edema. A CT that same day revealed a caval thrombosis that was indicated to probably be related to the study device. Pt¿s husband refused recommended treatment. No treatment was given. A prior le dvt was reported as a pre-existing condition that may have caused or contributed to this event. The thrombus was noted below the ivc filter. Bilateral pelvic veins also had thrombus. In addition, the site reported a grade 1 interaction with the ivc wall. Filter tilt was reported as 6-<11 degrees. There was no evidence of migration, filter embolization, deformation, or fracture. Analysis has not been received at this time. On 27-dec-2016: addendum per analysis of CT scan dated (B)(6) 2016, thrombus noted caudal to and within the filter. Thrombus was occluding the ivc, the thrombus was new. There was new thrombus occluding the right and left pelvic veins. Thrombus within the lower extremities was not assessed. There were 10 filter legs with grade 1 interaction with the ivc, 1 leg with grade 2 interaction with the ivc, without hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture site. There was 1 leg with grade 3 interaction with the ivc, the organ affected with the duodenum, without hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture site. Patient outcome: the patient remains in the study.